Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed the ccc specialist that the system was displaying integrated multisensor technology (imt) measurement errors and imt fluid detect errors. Customer performed routine clean, advanced clean, and replaced the sensor. The customer ran quality controls, which were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a power flush, a rotary valve leak test, and inspected all fittings/tubing. The cse then reviewed imt data in diagnostics mode, charted sample drain rate data and found no grounding issues. The cse performed a precision study on five samples, which passed. The cse revisited the customer site and reviewed the imt data and determined that the fluid deltas were restored to normal after the power flush was performed. A siemens headquarter support center (hsc) reviewed the instrument data which indicated that an obstruction of fluid flow in the imt was causing negative fluid deltas and imt errors, which was cleared by the cse performing a power flush. The cause of the discordant, falsely elevated na, k and cl results on patient samples was due to an obstruction of fluid flow in the imt. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium and chloride (cl) results were obtained on patient samples on a dimension vista 1500 instrument (serial no (B)(4)). The customer noticed that results were elevated on a patient sample as a redraw from the patient resulted in normal values. The customer then repeated patient samples from the previous day. The discordant results were reported to the physician(s). The samples were repeated on alternate instruments (serial no. (B)(4) resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.